Manufacturer narrative:
(B)(4). Teleflex requested the material number and lot of the device involved from the customer. To date, the customer is unable to provide it. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment of fmea d005120 rev 01 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established at this time. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device connector is disconnecting from the endotracheal tube. Alleged malfunction reported as occurred during use. There was no report of patient injury. Patient condition reported as "stable".